Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: m/h radial 3-hole shell 50mm lnr sz 23, pn 12-104150, ln 546380, 28mm dia cocr mod hd -6mm nk, pn 163660, ln 631880, arcom 28mm rngloc lnr hwall 23, pn 11-105903, ln 086740. Customer has indicated that the product will not be returned to zimmerbiomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted multiple MDR reports were filed for this event. Please see reports: 0001825034-2018-10936,  0001825034-2018-10977, 0001825034-2018-10978.

Event description:
It was reported that a patient was revised due to pain on an unknown date. Attempts have been made and additional information on the reported event is unavailable at this time. No further information is available.